Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on 10/02/2015, to report a patient death that occurred on (B)(6) 2015. Patient's wife stated that dexcom equipment did not play a part in his passing, and that he was not wearing it at the time of death. Patient's wife stated that dexcom equipment arrived after patient was hospitalized on (B)(6) 2015. Patient's dexcom equipment was still in the packaging at the time of the event. Patient's wife reported hospitalization was related to pancreatic cancer. Patient's wife reported cause of death was not diabetes related. Additionally, it was reported that patient's cause of death was edema. A certificate of death was not provided. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from edema, as a result of pancreatic cancer. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.